Manufacturer narrative:
Plant investigation: the product sample was not returned to the manufacturer, and therefore a physical evaluation could not be performed. No anomalies or deviations were found during review of the manufacturing records. Based on the provided pictures, the nature of the defect is not clearly identifiable. However, based on the position, there could have been a defect in the priming bag (venous reservoir). In conclusion, there was no evidence of a systematic error. The information indicates a defect of the venous reservoir in the filling set; however, an exact root cause analysis was not possible on the basis of the photos.

Event description:
It was reported that the priming bag was leaking at the connection to the venous tube. There was no patient involvement associated with the reported issue. The bag was clamped to resolve the issue. The xlung kit was inspected for damage prior to use and the connections were checked, but the defect was not visible until the bag was filled. No defects were noted on the connector. There were no console alarms associated with the event, but no alarms were expected. The xlung kit was still used, and the patient was able to complete their treatment. There were no additional leaks. The affected component is utilized for priming only. Pictures were provided for review. The sample was not available for evaluation.